Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that automatic mode switch episode due to far field r-waves were observed on the atrial channel via merlin.net transmission. Lead noise was noted during the episode. There were no adverse events to the patient. The patient will be monitored.